Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a malfunction. EKG detected and alarming overnight. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.